Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and pulled back into the main branch of the coronary sinus . The patient underwent surgical intervention to remove the lead. A new spiral lead was implanted into a different branch. No additional adverse patient effects were reported.